Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system (dxc 600) gave k (potassium) b/b (back to back) and range errors after performing ion selective electrode (ise) service procedures such as replacing the chloride tip. Customer reported that the issue has been ongoing and has occurred both before and after replacing the k tip last month. Customer reported that the dxc 600 generated an erroneous result on one patient sample. Customer reported that the erroneous result was not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) cleaned the flowcell and the carbon bridge. The fse also replaced the k electrode tip and body. The fse verified performance.